Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that their internal implant had not been charging fully for about a year and a half. The patient stated that they spoke with their physician about possibly getting a new implant and switching to a different manufacturer that has a non-rechargeable battery. No patient symptoms were reported and there were no complications. Indication for use is non-malignant pain.